Manufacturer narrative:
Skytron authorized representative visited the facility to inspect the device and did not find any evidence that the device was defective or malfunctioning. Based on the information available the probable cause of the incident is that the accessory was not secured to the surgical table properly by the user.

Event description:
Skytron technical support received a phone call from froedtert memorial lutheran hospital describing an incident involving a skytron split leg section for 6700 series & 3600b table accessory. The facility alleges that they were set up for a case and when the table was adjusted to reverse trendelenburg position the split leg accessory disengaged from the surgical table and the patient slid to foot going into straddle position on the ground. No patient or staff injuries were reported as a result of the incident.